Event description:
Pacs administrator from the site reported that some of the studies statuses were changed to "reported/final" instead of "needs-over-read/preliminary". No pt harm was reported.

Manufacturer narrative:
Mckesson is investigating the event discovered at this site to determine the root cause. Once the investigation is complete, mckesson will submit a follow up report with the evaluation summary.